Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the audible alarms were not functioning. It was confirmed that there was loose connection to the speaker causing no audible alarms. A stripped screw and misaligned spring pins were also found to be defective.

Event description:
It was reported that the device has no audible alarm; however, all visual alarms works fine. No known impact or consequence to patient.